Event description:
It was reported that the pulse generator was in backup vvi mode and could not be interrogated. Telemetry could not be established. The patient's presenting rhythm was 67 ppm. The patient was pacemaker dependent.

Manufacturer narrative:
Na